Event description:
In 2004, while using the sound processor, the patient reportedly experienced intermittency. On three days later, the patient was seen for evaluation. Programming adjustments were made that resolved the problem. On four days later, the patient experienced intermittencies. On the following day, when the patient was seen at the clinic for device evaluation, no link was possible. On the next day, the patient was seen by a company representative for evaluation. Testing performed confirmed that the device was no longer functional. The patient's device was explanted.